Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the maryland dissector. It was reported that after purchase, in the first surgery, ceramic breakage occured. There was no patient harm. An additional medical intervention was not necessary. Additional information was not provided nor available. The malfunction is filed under aag (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the feedback received is that the product got broken during the first surgery after buying. The product was returned for investigation as jaw insert with metal inner tube (pm600201) in a decontaminated condition. In addition to the jaw insert and metal inner tube, a small transparent plastic box with a fragment from the product was received. Consequences for the patient: according to the received information, there were no negative consequences for the patient investigation: the product was received in a used condition with the metal inner tube assembled. The overall condition of the product is good. The claws of the metal inner tube (direction of the jaw insert head) were noticed to be bent outwards (away from the product). A small fragment of the blue ceramic insert of the jaw insert is visibly missing (noticeable from one side of the product) and returned in a transparent plastic box. Investigation: a visually and microscopically inspection as well as a functional inspection (carried out by hand to check the movability of the jaw and joint) was performed. During the visual inspection, especially under the microscope, a missing ceramic insert part was detected. The claws of the metal inner tube are bent outwards and should be aligned with the jaw insert accordingly when assembled. The functional inspection confirmed a normal joint movement without indicators for e.g. Rough movement or similar deviances. Also, the jaw closed completely and the jaw parts were symmetrical aligned as necessary. Batch history review: the device history record did not show any abnormalities. Furthermore, there is no other complaint filed in the system to this article and batch combination. Conclusion and root cause: the defect on the product is very likely usage related (handling). Rationale: the breakage surface of the broken off piece as well as the remaining ceramic insert in the jaw part indicates a high potentially forced fracture experienced by the material. Ceramic is a material which is highly insulating, however, is brittle as well. Therefore, due to the missing flexibility of the material, the ceramic insert reacts to forces applied to the product during usage, especially lateral forces. Any other complaints from this batch are not recorded to the time of investigation. The manufacturing batch does not show any deviances which both indicates a conformity of the material to its specifications. The fact that the ceramic insert also shows a crack and confirms the hypothesis of forces applied to the product during usage. The bent claws of the inner metal tube received are another indicator for forces applied to the working end. The plastic outer tube was not received and cannot be taken into consideration for further investigation. However, depending on the amount of force or the repeated force applied, it is thinkable that this part also shows an influence on the material, such as a hairline crack or similar. As no hints for a material or manufacturing failure could be detected during investigation and based on the limited information received, this defect is most likely related to usage influences / handling. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.